Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged prostate cancer and shortness of breath/difficulty breathing while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged prostate cancer and shortness of breath/difficulty breathing. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an investigation. They observed a gray unknown contamination on and around the iso port, dust-like and fibrous contamination, and other unknown contamination on the top enclosure, under the right and left-side accessory doors, in the bottom enclosure, fine white powder type of contamination on the top and bottom of blower motor, and on the inner rim of the blower motor air intake, hair-like fibrous contamination on the blower outlet seal, black contamination, consistent with keratin, at the air outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found one error. The manufacturer unable to directly address the symptoms outlined in the complaint, they can confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit and they can confirm the presence of contamination. In this report, section h6 has been updated.